Event description:
The patient's generator was replaced for prophylactic reasons and subsequently received for product analysis. Analysis found that the device had reached an ifi battery status prematurely. This was evidenced by the discrepancy between the measured battery voltage and the percentage of battery consumed (as measured by the charge accumulator in the generator). System diagnostics were performed during analysis and with results being normal for all tests. The generator performed according to functional specifications. A review of the device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The device was manufactured with laser routing. An internal investigation was previously completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.